Event description:
It was reported that the pump touch screen was on, but the display remained black. Despite the issue, there was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to attempt troubleshooting steps, which were unsuccessful. As a corrective measure, technical support arranged for a replacement pump to be sent, since the original pump was still under warranty. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.